Event description:
It was reported that a patient with a left renal stone, hotshoe kidney, and hematuria underwent flexible ureteroscopy and laser lithotripsy. It was noted that on the evening of the procedure, he became febrile, tachypnoeic, and tachycardic. The following day, he began to desaturate to 91% on room air. Given his history of ulcerative colitis, he was kept in over the weekend for ongoing observation and management. It was determined that these events were serious, was not related to the device, and was probably related to the procedure. There was no further patient complications provided. Boston scientific has been unable to obtain additional information regarding device relationship and product information to date, despite good faith efforts.

Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product-specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptoms are known risk associated with this device type and indicated as such in the instructions for use.

Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product-specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a patient with a left renal stone, hotshoe kidney, and hematuria underwent flexible ureteroscopy and laser lithotripsy. It was noted that on the evening of the procedure, he became febrile, tachypnoeic, and tachycardic. The following day, he began to desaturate to 91% on room air. Given his history of ulcerative colitis, he was kept in over the weekend for ongoing observation and management. It was determined that these events were serious, was not related to the device, and was probably related to the procedure. There was no further patient complications provided. Boston scientific has been unable to obtain additional information regarding device relationship and product information to date, despite good faith efforts.